Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shows transmitters in communication loss (comm loss). There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) shows transmitters in communication loss (comm loss). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shows transmitters in communication loss (comm loss). The customer later reported that the issue had been resolved. There was no patient injury reported. Investigation summary: the customer reported that the batteries installed in the zm transmitters were not fresh at the time the event was reported. The issue was resolved when fresh batteries were inserted. Communication loss is known to occur with zm transmitter when battery levels are low. The root cause for communication loss is use related. As the issue did not occur as a result of a device malfunction, a CAPA is not warranted. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 01/14/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/17/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/24/2022 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 01/14/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/17/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/24/2022 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 01/14/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/17/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/24/2022 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 01/14/2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 01/17/2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 01/24/2022 emailed the customer via microsoft outlook for device information: no reply was received. Manufacturer references # (B)(4) follow up 001.